Event description:
(b)(6) 2026: Reported - split of one lumen.22/2 - Long line noted to be leakingwhat appeared to be lipid.I have spoken to Dr who reviewed:Dressing removed;Line flushed "[?]" leaking from white plastic lines only when green lumen flushed;No visible leak when brown lumen flushed.Critical line - green lumen capped off.Continued using brown lumen whilst all options to achieve new line tried(attempts for lo anaesthetic line, surgical line all unsuccessful).Long line stopped working (unable to flush) 24/2.Unable to deliver medication "[?]"; baby died.Manufacturers additional questions answered:Has the catheter been separated into two parts (did it snap)?No the line did not snap.Was the extension line or the catheter tube affected?No.How long was the catheter in use?31 days.Which disinfectant was used? Was it alcohol-based or water-based?0.5% chlorhexidine water based.What syringe size was used?Did the customer have problems during placing the catheter e.g. when removing the stylet? If so, was diluted lipid solution used?Not to my knowledge.Where was the catheter placed?Right arm (antecubital fossa, tip in right subclavian vein).What medication was given through the catheter?I have listed this in the reporting sheet.How was the catheter fixed during the placement period?Steristrips and tegaderm.If the catheter snapped:If the catheter tube snapped off, it is very important to find out whether the catheter tube was fixed distally from the rupture point so that there was no risk of it being washed in. If the catheter tube was not fixed/secured at the above-mentioned point, such a case must be reported to the relevant authority as a first step.Na.Was surgery necessary to keep the catheter fragment?Na.What is the patients outcome after that?Baby was critically unwell with multi-organ pathology. Unable to gain further IV access exploring all possible avenues. Baby sadly died.Medications/infusions administered via the product during whole duration of the line until point of leakage:PARENTERAL NUTRITION + SMOF LIPID,VANCOMYCIN,INSULIN,0.9% SODIUM CHLORIDE,MORPHINE,ADRENALINE,5% DEXTROSE,5% ALBUMIN,DOPAMINE,MIDAZOLAM,CLONIDINE,PHOSPHATE,FUROSEMIDE,20% ALBUMIN,POTASSIUM CHLORIDE 0.6%.Cleaning routine:To insert: Chlorhexidine gluconate solution,0.5% w/v (no alcohol),Sterile water.Same used for dressing change.Did a patient/user injury or death occur? Yes.BABY DIED.NO ROUTE TO CONTINUEDELIVERING IV MEDICATIONS + MAINTAIN STABILITY.Reported to the MHRA by reporter - NO.Follow up treatment:Attempts at new line unsuccessful.Baby died. Very unwell prior to line leak.Baby had multi-organ pathology priorto this line event.Death certificate: 1a Suspected late onset infection;2. extreme prematurity.BD Smart Site Curos Port Protectors Extension sets including: Bbraun APN extension BD Y extension Alaris infusion extension."

Event description:
(B)(6) 2026: REPORTED - SPLIT OF ONE LUMEN. (B)(6) - LONG LINE NOTED TO BE LEAKING WHAT APPEARED TO BE LIPID. I HAVE SPOKEN TO DR WHO REVIEWED: - DRESSING REMOVED. - LINE FLUSHED - LEAKING FROM WHITE PLASTIC LINES ONLY WHEN GREEN LUMEN FLUSHED. - NO VISIBLE LEAK WHEN BROWN LUMEN FLUSHED. CRITICAL LINE - GREEN LUMEN CAPPED OFF. CONTINUED USING BROWN LUMEN WHILST ALL OPTIONS TO ACHIEVE NEW LINE TRIED (ATTEMPTS FOR LO ANAESTHETIC LINE, SURGICAL LINE ALL UNSUCCESSFUL). LONG LINE STOPPED WORKING (UNABLE TO FLUSH) (B)(6). UNABLE TO DELIVER MEDICATION- BABY DIED. THE CATHETER WAS USE FOR 31 DAYS AND THE CATHETER WAS PLACED AT RIGHT ARM (ANTECUBITAL FOSSA, TIP IN RIGHT SUBCLAVIAN VEIN).

Manufacturer narrative:
THE MALFUNCTIONING DEVICE WILL BE RETURNED FOR EVALUATION AS PART OF THE COMPLAINT INVESTIGATION. UPON RECEIPT, IT WILL BE INVESTIGATED. THE RESULTS OF THIS INVESTIGATION ARE STILL PENDING AND WILL BE REPORTED TO THE FDA WITHIN THIRTY DAYS OF ITS CONCLUSION VIA A FOLLOW-UP MDR.

Manufacturer narrative:
We received the catheter with needle-free devices (non-VYGON Germany GmbH products) as faulty sample.The sliding clamp of the proximal extension line was closed directly at the orange LL-hub and a lot of adhesive tape was attached to the catheter's wing as well as catheter tube.The attempt to flush the proximal extension line (with orange LL-hub) with water was not successful due to a lot of dried solution residues, which were visible inside the lumen.In general, there are various events that can lead to an occluded catheter:insufficient flushing volume or frequency, prolonged dwell time without catheter maintenance - concerning this, the IFU states: "If the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol."Drug precipitation or incompatibility, residual drug deposits within the lumen - concerning this, the IFU states: "IMPORTANT CAUTIONS: Incompatible drug delivery: Some studies suggest that offset exit holes at the distal end of the catheter would be beneficial when delivering incompatible drugs. The small size of the lumens of the nutriline twinflo prevents the offsetting of the holes. Therefore care should be taken to ensuring that precipitation does not occur when infusing incompatible drugs; this can be done by ensuring accurate catheter tip placement in the superior vena cava."Fibrin deposition, catheter kinking or compression, dried blood within the lumen from blood aspiration - concerning this, the IFU states: "The lumens are not suitable for blood aspiration."The attempt to flush the distal extension line (with green LL-hub) with water was successful, but a leakage was detected on the wing. Microscopic examination revealed a defect on the wing.There was a approx. 1.1 - 1.8 mm long hole, which caused the leakage. A leak test was done in accordance with the procedures performed during production. The test device indicated that the catheter was not leak-proof. This indicates that the hole was initially sealed, so the in-process inspections did not reveal any leakages.Based on the investigation results, the observed defect is considered manufacturing-related. The defect resulted in leakage during catheter use and may have the intended device performance. However, according to the information provided by the customer and the clinical assessment available, the patient's death was determined not to be related to the detected catheter defect:"Baby died. Very unwell prior to line leak.Baby had multi-organ pathology prior to this line event.Death certificate: 1a. Suspected late onset infection, 2. extreme prematurity."Therefore, a causal relationship between the manufacturing defect and the reported patient death can be excluded.Furthermore, it is important to note, that "Catheter is indicated for use up to 29 days." as stated in the IFU. The customer used the catheter for 31 days ("How long was the catheter in use? 31 days").Having checked the batch history records; no deviations were found. The batches complied with their specification and were released.Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out.There is one further complaint for batch 260525GS and one further complaint for batch 040325GS, but no further complaints regarding a leaking catheter at the wing caused by moulding defect on product code 1252.235 within the last three years. This query relates to all complaints that have come to our attention worldwide.The production manager has been informed about this complaint and the production staff responsible will be informed as well and trained again to take more care so that this kind of complaint won't reoccur. Furthermore, for the next three manufacturing orders of the affected assembly group, a second 100% inspection will be performed in addition to the routine in-process controls.